Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a y-type tur/bladder irrigation set was found to be leaking near the upper chamber of the set. Therefore, the sterile fluid pathway was breached. This condition was discovered during patient use. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.